Event description:
Reportable based on device analysis approved on (B)(4) 2012. It was reported that during a percutaneous peripheral intervention, the catheter shaft broke at an area along the shaft that remains outside the patient. The target lesion was located in the severely calcified anterior tibial artery. A 20 mm x 1.50 mm emerge balloon catheter was selected and advanced to treat the target lesion. However, upon advancing, it was noted that the catheter shaft broke approximately 7 cm from the hub. Both pieces of the catheter break were retrieved by hand. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok. However, device analysis revealed the shaft broke at an area along the shaft that could enter the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received for analysis. The emerge catheter was received inside the emerge product pouch and shelf box. There was a complete separation of the hypotube 20 cm from the edge of the strain relief. The distal portion (including the midshaft, balloon, markerbands, distal tip) was not returned for analysis. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the target lesion was the anterior tibia; however, the root cause is user related as dfu states "the emerge over-the-wire and emerge monorail ptca dilatation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).